Event description:
On 07-sep-2025, the user reported uncertainty about receiving insulin after an "occlusion alert" and rising blood glucose (bg) levels. Inspection revealed a bent infusion set, which was replaced and after troubleshooting, the user confirmed insulin flow. Later, the user noted redness at the site and performed another full supply change, after which insulin delivery resumed successfully. Follow-up confirmed bg levels had dropped and stabilized. The highest blood glucose (bg) recorded was 305 mg/dl. Bg was corrected with a site change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.